Event description:
Description of event according to complainant: due to health issues received from a violent attack causing trauma, the filter was placed in 2013 in a male pt between the ages of (B)(6) and (B)(6). The secondary strut perforated the vena cava. Pt outcome: the pt expired.

Manufacturer narrative:
(B)(4).catalog#: igtcfs-65-uni celect-perm lot#: unk as info was not provided. The investigation is in progress.